Event description:
New information available on 10/3/2018 states that, noise was reproducible in clinic with isometrics. Physician suspected insulation breach on the rv lead. The patient will be scheduled for lead revision. No further information was available.

Event description:
New information available on (B)(6)2018 states that lead was suspected to be fractured. The lead was explanted and replaced on (B)(4) 2018. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had several high ventricular rate (hvr) episodes. It was noted that there was noise on the right ventricular (rv) channel. The noise was the cause hvr episodes. The patient reported no symptoms. The source of noise was unknown. Programming changes and lead revision was discussed.